Event description:
It was reported that the patient experienced cylinder puncture resulting in inflation issues and fluid loss with an inflatable penile prosthesis (ipp). The ipp left cylinder was explanted and a new ipp left cylinder was implanted. No further issues were reported in relation to this event.

Event description:
It was reported that the patient experienced cylinder puncture resulting in inflation issues and fluid loss with an inflatable penile prosthesis (ipp). The ipp left cylinder was explanted and a new ipp left cylinder was implanted. No further issues were reported in relation to this event.

Manufacturer narrative:
Device analysis: fluid loss was reported. The ams700 cylinder was visually inspected and functionally tested. There was a leak in one cylinder that was the result of wear at a fold. The other cylinder performed within specifications. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. There are no ncprs associated with the product return for this specific complaint.